Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported unable to drain as the tip of the catheter broke. Patient was taken to the emergency room with an abscess and discomfort. A new catheter was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: per the lot history review, this is the 1st complaint reported for this lot number and issue to date. The quantity affected is 1. Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. This lot meets all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one locking pigtail universal drainage catheter was returned for evaluation. Visual and microscopic evaluations were performed. Though the complaint of a break on the catheter itself was not confirmed, the complaint is confirmed for the complaint of a cracked hub. The pigtail catheter marked 4 was received with the distal portion of the catheter and the locking wire missing. A large c-shaped crack was observed on the proximal hub. The break surface on the c-shaped hub crack appeared rough and granular throughout the sample. The crack also appears to propagate throughout the hub. The sample was received with the proximal hub broken into two separate fragments. Microscopic evaluation revealed a rough break surface throughout the hub. Multiple cracks were observed on the fragments of the hub. Although the definite root cause could not be determined, it is possible that a molding issue and/or excessively forceful manipulation of the hub contributed to the formation of the crack.

Event description:
It was reported that the drainage catheter tip allegedly broke and was unable to drain the abscess. It was further reported that the patient received additional prescribed medication and was transferred to the emergency room. Reportedly, the catheter was replaced and the abscess was drained. The patient status is unknown.